Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.